Event description:
It was reported that entrapment on the filter wire occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) in the lower limb. During the procedure after drilling two times with blades up, the jetstream catheter stuck and caught the non-bsc filter. The devices were removed and it was noted that the filter wire's coating was worn away. No coating fragments were seen under fluoroscopy inside the patient. The procedure was not completed due to the same device was unavailable. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 18 years.

Event description:
It was reported that entrapment on the filter wire occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) in the lower limb. During the procedure after drilling two times with blades up, the jetstream catheter stuck and caught the non-bsc filter. The devices were removed and it was noted that the filter wire's coating was worn away. No coating fragments were seen under fluoroscopy inside the patient. The procedure was not completed due to the same device was unavailable. No patient complications were reported and the patient's status is stable.